Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 28-aug-2023. Investigation summary: bd received two (2) samples and one (1) photo for investigation. The photo and samples were reviewed by visual examination and the indicated failure mode of damage to the outside of the tube was observed, as scratches can be seen along the sidewall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damage (scratches) to the outside of the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® lithium heparinn 75 usp units blood collection tubes the tube was found to be cracked. The following information was provided by the initial reporter, translated from chinese to english: stage: open the outer package. Defects: found the tube wall to be worn with scratches. Quantity: 1 tube.

Event description:
It was reported that prior to use with bd vacutainer® lithium heparinn 75 usp units blood collection tubes the tube was found to be cracked. The following information was provided by the initial reporter, translated from chinese to english: stage: open the outer package. Defects: found the tube wall to be worn with scratches. Quantity: 1 tube.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.